Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due to suspected urethral atrophy leading to incomplete urethral coaptation and block of urine. The entire aus system was removed and replaced with a new one. No further complications in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.